Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation. No the motor arm communication error alarm or hardware low level failures error alarm noted. No unexpected insulin flow blocked alarms noted. The insulin pump had serial number label fading, end cap address label missing, stained keypad overlay, cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer's pump alarmed for pump errors. The customer's blood glucose level was reported to be 374.1mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.